Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (130ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad equipment manager that the patient's primary controller was hot to the touch. There were no reports of alarms or visual damage and the controller had been placed correctly in the patient pack. The controller was exchanged without consequence to the patient.  No further information was provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event of "hot to the touch". The reported event was confirmed; however, the controller performed as expected during bench testing. Analysis of the device revealed the device met specifications; the controller passed visual inspection and functional testing. The controller was allowed to run for extended period of time. Results revealed that the controllers' surface temperatures felt warm to the touch. Internal analysis revealed that a power mosfet transistor was operating at a warmer temperature but still within the manufacturer's temperature operating range. As a result, the patient may perceive the controller as operating warmer, however, the controller is still functioning as expected. No failure detected; the controller met specifications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.